Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 94 mg/dl (aviva) and 40 mg/dl (nurse's meter). The patient was having low blood glucose symptoms when the results were taken. The home health nurse gave her "orange juice or glucose sugar pills" and stayed until she was doing better. No adverse event reported. Return of suspect device was requested and replacement was sent.